Event description:
It was reported that the haptic was bent when inserting into the anterior chamber of the patient's right eye. The intraocular lens (iol) was fully inserted. It was then cut and removed. There was another iol of same model number as replacement for the patient. The patient was fully recovered post-op. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.